Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient developed abscess at his stomach and it was drained and treated with oral antibiotics and topical ointment. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.